Event description:
The device overheated during a demo visit at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during a demo at the user facility, there was no patient involvement and no delay to a surgical procedure.